Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. Additional information was reported and b5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma, chronic cough, stuffy nose, sore throat and severe migraines. The patient has alleged to the device getting hot, making noises and seeing particles in the filters/tubing and chamber. The patient did report to receive medical intervention and saw a pulmonologist and had x-rays and bloodwork performed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, chronic cough, stuffy nose, sore throat and severe migraines. The patient has alleged to the device getting hot, making noises and seeing particles in the filters/tubing and chamber, related to a CPAP device's sound abatement foam. Additional information was received about the alleged headache, dizziness, skin irritation, eye irritation, nose irritation, nausea, vomiting, asthma (new or worsening), inflammatory reponse, reduced cardiopulmonary reserve, lung disease, hypersensitivity, respiratory tract irritation and other.